Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, respiratory tract irritation, dizziness, headache and asthma (new or worsening). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, respiratory tract irritation, dizziness, headache and asthma (new or worsening). There was no report of medical intervention. Device was returned to product investigation laboratory and they observed the following sound abatement degraded foam indications. Product investigation laboratory found 2 errors logged, product investigation laboratory was able to get care orchestrator information from device, missing flip lid doors, missing top enclosure screws, dust-like contamination on the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01, dust-like contamination at the air inlet of the blower box, product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. Product investigation laboratory is unable to directly address the symptoms or complaints. In box d device serviced by 3rdp?, device avail. For eval? And date returned has been updated/corrected in this report, in box h problem code, method code, results code and conclusion code has been updated/corrected.